Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the right ventricular (rv) lead revision procedure, low impedance on the left ventricular (lv) lead was observed. The lv lead was reprogrammed to resolve the event. The patient was stable.